Event description:
A report was received that the patient¿s ipg migrated and was tilted horizontally which was confirmed through fluoroscopy. The patient was then experiencing charging difficulties. The patient underwent battery replacement.

Event description:
A report was received that the patient¿s ipg migrated and was tilted horizontally which was confirmed through fluoroscopy. The patient was then experiencing charging difficulties. The patient underwent battery replacement.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The ipg exhibits normal device characteristics.